Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris stain marks on turret. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: weak igniter unit causing turn-on unit problem. Cause not stablished for the debris stain marks on turret. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had ¿blinking light on¿ when the lamp was turned on, during set-up/inspection. There were no reports of patient involvement.